Manufacturer narrative:
As further information concerning this report is expected, our investigation is currently ongoing. This investigation will be updated should further information be provided.

Event description:
Additional information was received which reported that two days later, a lead revision procedure occurred. The original rv lead was surgically abandoned, and successfully replaced the same model lead. The physician elected to replace the lead as it was believed to have been microdislodged and, he was uncertain if the initial noise would disappear if it was repositioned. The physician believed there may have been an integrity concern (i.e. Fissure) with the original lead because electrical measurements were significantly elevated since the last follow-up. When the surgery was completed, the tachy therapy was restored, and there were no further adverse effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient came to the emergency room, following receipt of two continuous therapy delivery shocks in response to detected ventricular fibrillation (vf). During detailed evaluation at the hospital, noisy intercardiac signals were recorded, as well as high threshold measurements on the right ventricular (rv) lead channel. All other electrical measurements were within normal range for each channel. The physician suspected rv dislodgement as the source of these observations. The physician disabled the tachy therapy, and the patient remains hospitalized while preparing for a revision procedure. No additional adverse effects were reported.